Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was damaged after the device was bumped against a railing, and a replacement device was shipped with instructions to return the original and to use backup therapy because insulin delivery and meal announcements could not be relied upon. Symptoms included no reported blood glucose impact. Outcomes included no reported adverse health effects, no hospitalization, and continued cgm use via dexcom app or receiver. Investigation included a review of the reported damage and coordination of device replacement and return for assessment. Investigation of this device revealed a physical screen break consistent with external mechanical damage to the display assembly, with no indication of device alarms or internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.